Event description:
Boston scientific crm received info that this dextrus right ventricular lead was suspected of having perforated the heart wall. The pt was noted with pericardial effusion and tamponade. In a revision procedure, the physician repaired a small tear in the ventricle. The lead remained in service.

Event description:
Customer reportedly received results of 587 mg/dl and 111 mg/dl within 10 minutes on the aviva system. Customer was advised by her nurse to take an additional dose of metformin based on the device result. Low blood glucose symptoms were reported shortly after; customer tested in the 60's (mg/dl), and she self treated. Low blood glucose symptoms improved. On a different date customer received results of 260 mg/dl and 118 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.